Manufacturer narrative:
It apprears the balloon catheter will not be returned, so no returned product analysis will be available.

Event description:
It was reported that during a post stent dilatation procedure at high pressures, the balloon came off the shaft. Balloon material remains in the stent. No surgery was performed. Pt status is listed as "ok".